Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm would not rotate. Review of the system log file showed that there was an estop activation issue with the system due to power supply failure. The fse verified the logs and calibrated the front stand of the system followed by performing the 3d and CT operation tests. After the calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm would not rotate. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.